Event description:
Customer reported a motor error alarm on the insulin pump during a bolus. The blood glucose reading was 349 mg/dl. Customer also received numerous no delivery alarms but declined troubleshooting as the insulin pump was to be replaced. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.